Event description:
Related manufacturer reference number: 2017865-2019-06136. It was reported that the patient presented for a follow up in clinic. It was noted that there was poor capture in the atrium and ventricles and capture thresholds were high. No significant changes were seen on chest-x-ray. The atrial and ventricular leads were extracted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual analysis noted the helix was extended and clogged with blood. The steroid plug was shifted distally to the helix end. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.